Manufacturer narrative:
The device was not returned for review, therefore its condition cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. X-rays or other information confirming the loosening or the severity of the loosening is not available. With the information provided, the cause for the patient's pain is likely the loose shell, however the root cause for the loose shell cannot be determined.

Manufacturer narrative:
(B)(4). Please reference literature at the following location: http://www.bjj.boneandjoint.org.UK/content/97-b/8/1024.long. This report will be amended when our investigation is complete.

Event description:
It is reported that one patient presented with pain in association with a loose acetabular component.